Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inhibition of pacing and oversensing. The device (1746) was also removed at that time. A new lead model 145 and ICD model 1783 were implanted.